Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a delaminated downstream occlusion (dso) seal a separating upstream occlusion (uso) seal and a damaged air detector. The dso/uso seals and air detector were replaced to fix the issue.

Event description:
It was initially reported that the device had a broken case at battery door. The results of the investigation found that the pump had a delaminated downstream occlusion (dso) seal, a separating upstream occlusion (uso) seal and a damaged air detector. There was no patient involvement.